Event description:
Defective blood specimen tubes. Defect under cap of tube. Cannot detect when drawing blood. The automated blood specimen analyzer de-caps tubes. When the rim of the tube is damaged, the line of tubes being analyzed is halted. This significantly halts processing of specimens.